Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels and black blobs which blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 129 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.